Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on patient during procedure, activation tone was heard when not in use. There was also an error code indicated (the code was not provided). No patient involvement.